Event description:
It was reported to philips that the display for the device was dim and hard to read. There was no patient involvement.

Event description:
It was reported to philips that the display for the device was dim and hard to read. There was no patient involvement.